Event description:
It was reported that the patient had concerns about an increased heart rate. The patient was questioning if the increased heart rate was related to the implantable pulse generator (ipg). The patient was advised to contact a physician. The ipg remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported by the clinic during follow-up, that the patient's symptoms were not related to a malfunction of the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).